Manufacturer narrative:
During the onsite investigation, the territory manager (tm) checked the equipment. After inspection and consultation with mfg qa, there was a problem identified with the laser head. The laser head was exchanged. The root cause was a faulty laser head. (B)(4).

Event description:
A surgeon reported a pt experienced induced astigmatism in the left eye following epi-lasik surgery. A questionnaire was rec'd and it was noted the right eye also experienced induced astigmatism following epi-lasik. This report is for the right eye, the left eye was reported on MFR report # 3003288808-2012-00043.